Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. No patient infection occurred. The pre-cleaning and manual cleaning detergent used was aniosyme x3. The customer aspirates water through the instrument/suction channel and flushes out the air/water channel, auxiliary channel, balloon channel and forceps elevator wire channel. During manual cleaning, the customer brushes the instrument/suction channel, the suction cylinder, instrument channel port, balloon channel and distal end/areas around elevator using the brush asept inmed (lot: 200904, reference: 201777). The scope was manually disinfected using anioxyde 1000. The endoscope was stored in a simple cabin (with no drying function) and was placed horizontally. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The subject device was returned. Device evaluation anticipated; but not yet begun. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii bronchofibervideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated, all the channels of the scope were cultured and the channels tested positive for 28 colony forming units (cfu) per 100 milliliter (ml) of staphylococcus coagulase negative. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for information received regarding company hygiene microbiological investigation (hmi) results and device evaluation findings. Please see updates to d8, d9, h3, h4, h10. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device was cultured and 1 colony forming units (cfu) per endoscope of staphylococcus coagulase negative was identified. The obtained results are in conformance with the requirements. The returned device was evaluated. During incoming inspection, no damage was found. The product was sent back to the customer without any repair. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.